Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2003. Vessel and aneurysm morphology are unknown. It was reported that the 16 mm diameter x 11.5 cm iliac stent graft component was seen under fluoroscopy to have 3 suture breaks after it was deployed and a transgraft endoleak was reported. An iliac cuff was implanted to seal the endoleak. Film review was performed by an independent physician and his impression was that there was no obvious stent fractures or suture breaks. No clinical sequelae were reported, and the patient is reported to be fine.